Manufacturer narrative:
There are four associated events reported for the issue of the balloon (maj-1351) slipping off the distal end groove of the scope (bf-uc190f). These events are captured in medwatches with patient identifiers as below: event 1: (B)(6) (bf-uc190f) (B)(6) (maj-1351). Event 2: (B)(6) (bf-uc190f) (B)(6) (maj-1351). Event 3: (B)(6) (bf-uc190f) (B)(6) (maj-1351). Event 4: (B)(6) (bf-uc190f) (B)(6) (maj-1351). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer to the olympus representative, the customer had the balloon slip out of the groove on the distal end during an unknown therapeutic procedure. The customer owns four of these devices with the same model number. This issue has occurred with all four devices at least once in the past four months. There is no reported harm to any of the patients. The customer is dissatisfied with the device.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned, therefore a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.